Event description:
Per the clinic, the patient experienced an intermittent pain and sound distortion. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.